Event description:
A customer obtained biased tsh results on multiple patient samples. A biased tsh result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.